Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.